Event description:
An article titled "long-term expectations of vagus nerve stimulation: a look at battery replacement and revision surgery" was reviewed. It is noted in the article that the patient's vns generator was removed due to infection. The infection was reported to be associated with the implant surgery. It is unknown if the generator was placed subpectorally or subcutaneously for this patient. One of the most heavily colonized areas of the skin by pathogenic microorganisms is the axillary area, and the generator was placed with a para-axillary approach. Whenever possible, the surgeon removed the entire infected vns implant, including the coil wrapped around the vagus nerve. However, it is unknown if the lead was removed for this patient. The surgeon routinely uses the following methods: use of multiple chlorhexidine surgical scrubs and preps, double gloving with outer glove changes after draping and before handling hardware, and administering 48 hours of prophylactic oral antibiotics. Attempts for additional relevant information including patient details were unsuccessful. This article also reports other events as previously mentioned in manufacturer report # 1644487-2015-05918.